Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient's ipg was inoperable. Patient underwent surgical intervention to explant and replace the ipg. Therapy was restored post-op.